Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had bumps/bubbles in the external portion of their percutaneous lead. The manufacturer's technical service representative went to the hospital and evaluated the pt's percutaneous lead and a firm substance protruding from under the outer silicone jacket was noted. The outer silicone jacket was cut open and dried bodily fluid (blood) was found. It was suspected that the pump end bend relief was fractured and blood from around the pump drained into the percutaneous lead. The pt has had chronic exit wound infections. There were no reports of bacteremia or localized infection around the pump. The pt's pump was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.